Event description:
Animas contacted dexcom technical support on (B)(4) 2015, to report on behalf of the patient that on (B)(6) 2015, the patient's continuous glucose monitoring system had an unrecoverable loss of antenna. No medical intervention was required. No additional event or patient information is available.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient that on (B)(6) 2015, the patient's continuous glucose monitoring system had an unrecoverable loss of antenna. No medical intervention was required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).